Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Some of the strings were completely detached and some strings were loose - tampon [device breakage]. Difficult to remove the tampon [device difficult to use]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via phone that the strings were loose and detached. No injury was reported.

Manufacturer narrative:
Probable manufacturing cause.

Event description:
Some of the strings were completely detached and some strings were loose - tampon [device breakage]. Difficult to remove the tampon [device difficult to use]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via phone that the strings were loose and detached. No injury was reported.

Event description:
Some of the strings were completely detached and some strings were loose - tampon [device breakage]. Difficult to remove the tampon [device difficult to use]. Case description: consumer reported via phone that the strings were loose and detached. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.